Event description:
The surgeon attempted to implant a silicone three piece lens but it broke as it came through the injector. The mouth of the injector tore the lens optic. There was no pt contact. The contact did not provide the model and lot numbers of the cartridge and injector used.

Manufacturer narrative:
Eval results: visual inspection of the product found the lens returned in the original package and it was torn into three pieces. The cartridge was returned and it showed damage on the tip. Conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.